Manufacturer narrative:
Investigation result: one mz9283 sample was received without packaging for investigation; the sample was received with residual fluid was present. The customer reported that the affected sample was from lot 25039189 and that "the end part of the connector that screws into the patient hub had snapped and broken, no force used. Found malfunction on the extension end itself as the end screw of it just falls off on its own." Visual inspection of the returned sample found that the male luer collar had separated from the male luer and was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site and the supplier of the male luer for investigation. A definitive root cause for the customer's experience could not be determined in this instance as the male luer collar was not returned for investigation; therefore it is not possible to determine whether a manufacturing defect may have contributed to the customer's experience. A review of the production records for lot 25039189 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site and the supplier of the male luer has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9283 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) had separation. The following information was provided by the initial reporter: nursing staff went to connect the bd maxzero 4-way extension set with to the patient when realized that the end part of the connector that screws into the patient hub had snapped and broken, no force used. Found malfunction on the extension end itself as the end screw of it just falls off on its own.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.